Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal compounded baclofen 100 mcg/ml (100 mcg/day), prialt (ziconotide) 0.5 mcg/ml (dose 0.5 mcg/day), and fentanyl 350 mcg/ml (350 mcg/day) via an implanted pump. Indications for use were listed as other and malignant pain. The baclofen lot number was unknown. Other medications the patient was taking at the time of the event included pepcid, proscar, flonase, synthroid, flomax, desyrel, atrovent, klonopin, neurontin. The patient's medical history included squamous cell cancer, chronic back pain, degenerative disc disease, hypertension, and thyroid disease. The event date was approximately (B)(6) 2016. It was reported on (B)(6) 2016 that three months ago the patient was getting a screening MRI for cancer follow up and a 4 mm granuloma was seen at the tip of implanted catheter t2. Patient was not presenting with any pain at granuloma site nor paresthesia in extremities. No environmental/external/patient factors that may have led or contributed to the issue. Concentration of medication was diluted by a factor of five. Prior concentrations were: baclofen 500 mcg/ml, fentanyl 1,750 mcg/ml infusing at baclofen 100 mcg/day and fentanyl 350 mcg/day; after granuloma was discovered concentration of medications were diluted to baclofen 100 mcg/ml and fentanyl 350 mcg/ml. Ziconotide 0.5 mcg/ml was added to the pump in past month, with infusion rate 0.5 mcg/day. A MRI was taken three months after drug concentration was diluted and the 4 mm granuloma was still observed. The health care provider, on (B)(6) 2016, cut suture ties on the existing v-wing anchor, pulled catheter down 10 cm, attached a new anchor from a revision kit at the spinal site, and reattached the existing v-wing anchor to the tissue/ligament within the spinal incision after looping the catheter so it had no kinks or bends. It was unknown if the issue was resolved at the time of this report and the patient's status was "alive- no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.